Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, full lead. Visual inspection: it was noted that the helix was distorted/bent.

Event description:
It was reported that during implant attempt, the doctor did not believe that the stylet fully inserted into the lead body. The device was not implanted. No patient complications have been reported as a result of this event.